Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the electrode's middle part of the tip was sparking on the stomach. There was a small burn on the stomach wall and the burn was treated by suturing the damaged tissue. New device was opened to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.